Manufacturer narrative:
The following devices were also listed in this report: trident hemispherical multi; cat# 508-11-60g; lot# 26428301; lfit morse taper head; cat# 01-3200; lot# mhdey9; 6.5 cancellous bone screw 16mm; cat# 2030-6516-1; lot# mhj0pj; 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# mjddx5; 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# mhth5n; 6.5 cancellous bone screw 16mm; cat# 2030-6516-1; lot# mhkn25; d/m 12 in ss broad comp plate; cat# 3704-3-130; lot# 32758301; 2.0mm 22-13-5 ss cable/slv set; cat# 3704-0-510; lot# 31678703; 1.6mm 22-13-5 ss cable/slv set; cat# 3704-0-410; lot# 16041202; hydroset ortho 15cc; cat# 6184-1-015; lot# ic00722; hydroset ortho 10cc; cat# 6184-1-010; lot# ic00570. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient has had several previous surgeries. Infection of the left hip was the last surgery. Antibiotic spacer was removed and stryker implants were used to replace the joint. Update as per conversation with the (B)(6) on (B)(6) 2016: the implant sheet dated (B)(6) 2010 were the subject devices removed due to infection in 2013. This pi is reporting the first stage revision not the second stage removal of the antibiotic spacer on (B)(6) 2016, which is an anticipated surgery.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was confirmed. Method & results: -device evaluation and results: could not be performed as the subject device was not returned. -medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "the primary harm involved is infection tha. There is insufficient documentation presented to further complete this assessment." -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot & sterile lot. Conclusions: the provided medical records were reviewed by a consulting clinician who indicated: "the primary harm involved is infection tha. There is insufficient documentation presented to further complete this assessment." The source of the infection could not be determined as patient information clinical history, and results of blood work for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient has had several previous surgeries. Infection of the left hip was the last surgery. Antibiotic spacer was removed and stryker implants were used to replace the joint. Update as per conversation with (B)(6) on (B)(6) 2016: the implant sheet dated (B)(6) 2010 were the subject devices removed due to infection in 2013. This pi is reporting the first stage revision not the second stage removal of the antibiotic spacer on (B)(6) 2016, which is an anticipated surgery.